Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on november 29, 2016, omsc confirmed that the coating on the outer surface of the jaw was worn and partially came off. Although the tissue pad was worn, was not broken. Since the malfunction of the seal activation did not reproduce, the cause of the malfunction did not be identified. The manufacturing record was reviewed with no irregularities.this type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the subject device already states.warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during a laparoscopic procedure of nissen. While the physician was busy, fine dissecting and used the seal & cut mode, the procedure was proceeded with no troubles. When the physician intended to use the seal mode, the subject device did not work. The procedure was completed using a similar device. There was no patient injury reported.the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on november 29, 2016 confirmed that the coating on the outer surface of the jaw was worn and partially came off.